Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2021-00058: screw 2, 3025141-2021-00059: screw 3.

Event description:
While implanting a aculoc vdr plate, three 3.5mm hexalobe screws were inserted proximally which caused a secondary fracture. The plate was changed to a longer plate and the secondary fracture was secured with lag screws.